Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by reseating the internal connections. The device is back in service.

Event description:
The customer reported a vent inop condition, post timer/ 24v failure. No patient harm was reported.

Event description:
The customer reported a vent inop condition, post timer/ 24v failure. No patient harm was reported.